Event description:
Iab inserted in left femoral artery, removed and replaced into right femoral artery on 8/20, iab was placed transthoracically due to loss of right femoral pulse. On 8/22 pt had iab removed and replaced due to iab rupture. Pt expired 23:56 on 8/22/97.